Event description:
A hardware removal of synaptic hardware in right posterior pelvis, where patient's sacro iliac screw is located was reported. The original procedure was performed approximately 4 years ago. The hardware was removed due to pain. The products are not available to be returned. This report is for one unknown screw. This is report 2 of 2 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Report is for one unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
A hardware removal of symptomatic hardware in right posterior pelvis, where patient's sacro iliac screw is located was reported. The original procedure was performed approximately 4 years ago. The hardware was removed due to pain. This is report 2 of 2 for (B)(4).